Event description:
The customer alleged, the nurse went into the room to change the settings on the vent when she noticed no tones were coming from the vent when the keys were being pushed on the keypad. She turned the volume knob to check it. No change. The vent then went into a low peep condition and did not audibly alarm-only a visual was present. She continued to press the keypad to change settings and the alarm volume tone returned. Again, no pt harm was verified as the staff was present during the failure. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The alarm assembly was replaced to operate, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.